Event description:
Ous MDR - boston scientific received info that this product was part of a system revision due to infection and hematoma. There were no add'l adverse effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameter, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.